Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrogram (egm) showed isolated atrial undersensing. The automatic gain control (agc) is programmed at 0.3mv (millivolts). Recommended to review programming sensitivity. Battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.